Event description:
Caller states the patient tested 4.0 inr and 2.8 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. Caller states that the result of 4.0 inr was taken on blood obtained from a finger from the hand and arm that was affected by the customer's stroke. The 2.8 inr was taken from a finger on her other hand. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.